Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient's annulus was measured at: 73.8mm perimeter, 23.8 diameter, and 424.2mm^2. The valve was pre-dilated with a 20mm non-abbott balloon, which caused the patient to go into 1st degree heart block. During deployment at 80% it was noted that there was valve under-expansion and a severe perivalvular leak. The valve was partially re-captured and re-deployed deeper. The valve was able to fully expand, however there was still a significant leak. The valve was re-captured and pulled back into the ascending aorta to allow the patient's blood pressure (bp) to rise. The patient's bp did not rise and the decision was made to make another attempt to deploy the valve. The perivalvular leak persisted with each deployment attempt. A total of 1 partial re-sheaths and 4 re-captures were done. The patient's starting implant depth was 3mm from the non-coronary cusp (ncc). The left coronary cusp (lcc) could not be viewed. It was noted that the patient's aortic insufficiency worsened to the point in which the left ventricle was distended. The valve was fully re-captured and removed from the patient. An impella device was used to vent the accumulated blood flow out of the distended ventricle. The patient's condition continued to deteriorate, requiring cardiopulmonary resuscitation (CPR) and multiple defibrillations to stabilize the patient. A new 26mm non-abbott valve was implanted. The patient was placed on extracorporeal membrane oxygenation (ECMO). The patient status was stable.

Manufacturer narrative:
An event of heart block, valve underexpansion, perivalvular leak (pvl), improper or incorrect procedure or method, cardiac arrest, heart failure, hypotension, and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was returned for analysis. Due to the state that the valve was returned in, functional testing was precluded. Based on all available information the reported valve underexpansion appears to be related to procedural conditions (valve unable to fully expand at initial deployment depth). A cause for the reported pvl could not be conclusively determined. The reported aortic regurgitation and hypotension appear to be related to procedural conditions (persistent pvl, worsening patient condition). The reported cardiac arrest and heart failure appear to be cascading events of the aortic regurgitation and hypotension. The reported heart block appears to be related to procedural conditions (related to pre-dilatation). The reported unexpected medical interventions were the result of case-specific circumstances. It should be noted that the navitor transcatheter aortic valve implantation system instructions for use (IFU), implantation precautions, states ¿do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance¿. In this case, the user re-sheathed the device more than twice. However, the user was aware of the IFU warning, and this deviation from the IFU did not appear to cause or contribute to any issues. Therefore, a letter will not be sent to address the deviation from the IFU. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient's annulus was measured at: 73.8mm perimeter, 23.8 diameter, and 424.2mm^2 area. The valve was pre-dilated with a 20mm non-abbott balloon, which caused the patient to go into 1st degree heart block. During deployment at 80% it was noted that there was valve under-expansion and a severe perivalvular leak. The valve was partially re-captured and re-deployed deeper. The valve was able to fully expand, however there was still a significant leak. The valve was re-captured and pulled back into the ascending aorta to allow the patient's blood pressure (bp) to rise. The patient's bp did not rise and the decision was made to make another attempt to deploy the valve. The perivalvular leak persisted with each deployment attempt. A total of 1 partial re-sheaths and 4 re-captures were done. The patient's starting implant depth was 3mm from the non-coronary cusp (ncc). The left coronary cusp (lcc) could not be viewed. It was noted that the patient's aortic insufficiency worsened to the point in which the left ventricle was distended. The valve was fully re-captured and removed from the patient. An impella device was used to vent the accumulated blood flow out of the distended ventricle. The patient's condition continued to deteriorate, requiring cardiopulmonary resuscitation (CPR) and multiple defibrillations to stabilize the patient. A new 26mm non-abbott valve was implanted. The patient was placed on extracorporeal membrane oxygenation (ECMO). The patient status was stable.